Manufacturer narrative:
Device evaluation summary: test results from july 2014 (during device manufacture) were reviewed. Sound processor (sn (B)(4)) passed all full-functional testing. The sound processor (sn (B)(4)) was evaluated upon receipt at envoy medical. The returned sp passed all full-functional testing. The lead bores, connector blocks, and spring contacts of the returned sp were examined, both with the unaided eye and under magnification. No damage was visible, no were any abnormalities observed. A functional fit-check with test leads also revealed no abnormalities related to lead insertion.

Event description:
On (B)(6) 2014 - envoy medical was notified of a revision surgery due to a non-functioning device. Event timeline: on (B)(6) 2010 - original implant surgery (right ear). On (B)(6) 2014 - sound processor (sp) replaced due to normal battery depletion. During the procedure, patient was kept fully alert. Patient responded to sound from the new sp (sn (B)(4)) when it was plugged into the sensor and driver leads (prior to placing sp into patient's subcutaneous pocket). On (B)(6) 2014 - patient complained of a non-functioning device and returned to the surgeon who performed the earlier battery replacement. Diagnostics were performed which indicated the driver lead had retracted from this functional position in the header. Surgeon then opened the incision and confirmed the retracted driver lead by pushing the retracted lead into the sp header (sn (B)(4)) at which point the patient simultaneously noted full volume from the device. Sp 212606 was then unplugged and replaced with a new sp. On (B)(6) 2014 - device was received at envoy medical for evaluation.